Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/10/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/05/2019. Investigation summary: it was reported performance pull off suture needle. An unopened sample was returned for analysis. The issue sample was not received for analysis. During the visual inspection of an unopened sample, no defects were observed on the packet. The sample was opened and the swage and attachment area were noted to be as expected. The suture was examined along of strand and no defects or damaged were noted. A functional test was performed on the sample and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance pull off suture needle were observed and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿the thread was delaminating?¿

Event description:
It was reported that a patient underwent a cecectomy on (B)(6) 2018, and suture was used. During the procedure, the suture disengaged from the needle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.